Manufacturer narrative:
There were no reported medical interventions, surgical delays, or any adverse consequences for patient and/or user with this event. No evidence of the device malfunction available. However, the if there was a malfunction, it caused the device to fail to perform its essential function and compromise the device's monitoring effectiveness, since it would not be able to process biological indicators. If this were to recur, the lack of biological indicators processing could affect the load release, which could contribute to a serious injury if it were to recur due to lack of sterile material.

Event description:
According to the user, the autoreader was broken. Noticed during testing. The device was scrapped.